Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 165 mg/dl. The customer stated that they had previous blood glucose levels of 600 mg/dl. Troubleshooting was declined. Customer does not recall any significant event leading up to the event. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.